Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 100% stenosed lesion was in the severely calcified and moderately tortuous anterior tibial artery (ata). During pre-dilation the physician advanced a 3.0mm x 20mm sterling monorail balloon to the lesion. Upon the first inflation the balloon was partially inflated to 10atms and the balloon ruptured. The physician removed the device from the patient intact. There were no patient complications. The procedure was completed with a different device. Patient status is reported as good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)